Event description:
They were using two different suction set-ups during the suctioning of blood from an aneursym. Both of the units shut down before the liners were full. They had to bring in another set-up in order to continue suctioning.